Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer stated that the buttons don¿t seem to working. Customer stated that the buttons sometimes respond and sometimes they don't. Customer dealing with enter circle not responding and now it is finally working for an hour. No harm requiring medical intervention was reported. Troubleshooting was performed, customer reported the enter circle and the down button were not respond. Customer can access to navigate to screen and the issue was resolved. The customer will discontinue use of the device. The device will be returned for analysis.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Retainer ring =black. Pump type = ngp . Customer returned pump for an alleged unresponsive keypad found on (B)(6) 2022. Unable to perform the displacement test and self test due to unresponsive keypad. Buttons do not function properly. Pump was cut open to perform visual inspection and found no moisture damage to electric boards, motor or force sensor. The j1 connector on boards had no moisture damage during visual inspection and was connected properly. Pin 7 on u1 chip had cracked solder joints. Not able to download history files or traces using thump due to unresponsive keypad. Pump did not pass the keypad voltage test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage and cracked case (battery tube). Unresponsive keypad was confirmed due to cracked solder joint on u1 chip pin 7. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.